Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, patients presented with pain and swelling at the access site following use of three 6f¿12f mynx control venous vascular closure device (vcd). An abscess or cyst was present and was excised and drained. There was no reported patient injury. The physician stated that the instances were identified during post-procedure follow-up at the office. Procedure dates were unknown, and lot numbers were unknown. The devices will not be returned for evaluation.